Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. Integrity testing (connection between the patient adaptor and in - lab titanium adaptor) was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set disconnected from the locking titanium adapter after one day's use. This issue occurred during use with patient involvement. The transfer set was changed. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.